Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device was performed and found no anomalies. Laboratory testing did not identify any device characteristics that would have resulted in the clinical observation of dislodgement (migration). No device issues were noted that would have made migration/dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that during the procedure, this defibrillator dislodged multiple times. Even after successful placement, it dislodged again, preventing implantation. The procedure could not be completed due to the patient's cardiac function. There were no reported adverse effects on the patient. The device is anticipated to be returned. This device was returned for product investigation. This report includes device technical analysis.

Event description:
It was reported that during the procedure, this defibrillator dislodged multiple times. Even after successful placement, it dislodged again, preventing implantation. The procedure could not be completed due to the patient's cardiac function. There were no reported adverse effects on the patient. The device is anticipated to be returned.